Manufacturer narrative:
According to the gore® viabil® biliary endoprosthesis instructions for use (IFU), complications may also include those often associated with any trans hepatic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death.

Event description:
It was reported by conmed (cen-8255)that during an endoscopic retrograde cholangiopancreatography(ercp)using a gore® viabil® biliary endoprosthesis, there was a perforation in the duodenum from the portion of the viabil stent that sticks out of the papilla. It was reported this occurred within a week of placing the viabil stent. It was reported the patient was treated in the hospital and there was no delay with the procedure, however there was a prolonged hospitalization for the patient.